Event description:
Boston scientific crm received information that during implant of this new implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead, noise and variable shock impedance measurements were observed, with some shock impedance measurements exceeding 125 ohms. The boston scientific crm technical services department advised that this was likely due to electromagnetic interference (emi).

Manufacturer narrative:
The clinician unplugged the electrocautery unit, and the physician flooded the pocket with saline. The shock impedance measurements then dropped to an acceptable range, and no noise was observed. A 41 joule commanded shock with this new device and rv lead resulted in a 69 ohm shock impedance measurement. The pocket was then closed. Current records suggest that this device and rv lead remain implanted and in service. No adverse patient effects were reported as a result of these observations. This event will be updated if any additional information becomes available. Additional information indicates that several latitude red alerts have been issued for shock impedance measurements of greater than 125 ohms. The physician is aware of these fluctuating measurements and intends to monitor the situation at this time. No noise has been observed. This event will be updated if any additional information becomes available.